Event description:
Covidien has changed the packaging on their cfn and fen shiley cuffed and cuffless trach tubes. The old packaging had different colors and a small picture to assist in identification. The new packaging is the same color for both cuffed and cuffless with no picture on the front. This makes is very difficult to quickly determine the difference in tubes. This packaging change is a potential accident waiting to happen.